Event description:
Device 1 of 2. Ref MFR report: 1627487-2011-05138. The pt received his scs system on (B)(6) 2011 with two percutaneous leads (from the same lot). It was reported that the pt feels shocking at his ipg site that wraps around to his chest. This occurs multiple times per day and does not occur during communication with the programmer or charger. The ipg was turned a little bit on its side and not lying perfectly flat against the skin. All of the contacts have low impedance. The pt also receives positional stimulation. An x-ray was taken and displayed the lead placement and battery connection being intact. The pt's doctor is planning on revising the placement of the ipg. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.